Manufacturer narrative:
Device analysis the device was received with the external slider and graft cover fully retracted. The stent graft had been deployed prior to receipt of the device. The deployed stent was not received with the device. Deformation was evident proximal end and distal end of the graft cover. It was possible to advance and retract the external slider with no issues noted. No other deformation evident to the remainder of the device. Film analysis conclusion: the reported positioning difficulties and strut exposure could not be confirmed based on the pre-implant images available for analysis, therefore, the cause of the events could not be determined. Procedural angiograms showing device positioning attempts and removal of the delivery system were not available for review. Moderate tortuosity and calcification were observed within the left common iliac artery, which may have been a contributory factor to the events; however, this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a standard endovascular aneurysm repair procedure, difficulty was encountered when attempting to insert the endurant ii limb stent graft into the groin as the contralateral limb for the treatment of a 55 mm aneurysm. Upon removal, a few of the struts of the stent graft were found exposed outside the tube cover of the graft with 1 completely out. It was noted that the struts did not appear expanded. The patient was subsequently treated with a new endurant limb of the same size, which functioned as intended. The event was resolved with the use of the new limb. No patient complications have been reported as a result of this event. The cause was undetermined. It was noted that the device was inspected with no issues prior to insertion. The device was prepped and inserted following the IFU. No vessel damage was reported by the physician when the device was removed and the new device inserted.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.